Event description:
It was reported that the pink slide insert did not move forward when the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The downloaded data did not show any timeouts or drive stalls during the run. The device was deactivated at 373 pulses. The needle mechanism was reset and found to deploy properly. No curved needle was observed. No damages or defects were observed that would result in a needle mechanism failure. The external soft cannula was found to be torn off. The soft cannula therefore measured shorter than expected, 21.63 mm in length, due to the damage to the soft cannula. However, the exact cause and timing of this event could not be determined.